Event description:
Boston scientific received information that this right atrial lead dislodged. Loss of capture was noted at maximum outputs. Atrial markers were observed when the device was programmed to vvi. Boston scientific technical services discussed sensing needed to be programmed off. No adverse patient effects were reported. Additional information was received indicating this lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.